Event description:
It was reported on 3 occasions that once the needle was removed from the port making it a needleless system, the port leaked. On one occasion it leaked blood and the other two occasions when it was flushed it leaked through the white stopper. This appeared to have been isolated to one lot number. There is no patient information to apply to this report, but the lot number has been pulled from the distribution center.